Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿syringetw pakistan the complaint of dust particles found in the syringes. The customer returned the affected syringes and upon checking of the box the whole box had dust particles inside the blister pack and syringes. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: 50 actual samples in sealed package were returned for investigation. All the samples were subjected to visual inspection. Observed several loose brown/black/white particles inside the syringe barrel and blister pack for 40 samples. From the 40 samples, also observed jagged edge holes on the bottom web; the holes were situated near the plunger thumb press. No foreign matter was observed for 10 remaining samples. Investigation conclusion: the particles could be due to pest infestation. The particles could have been brought into the package when the pest bite the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before being distributed to the customers¿ premises. The non-conformance occurred out of the manufacturing facility.